Event description:
It was reported that during a laparoscopic low anterior resection, the anvil did not engage with the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the procedure done open/laparoscopically?---laparoscopically. What device was used for the proximal and distal transaction of the bowel? What color reload? ---no information. On what tissue type was the device used? ---colon and rectum. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---no information. Was the spike of the trocar inserted through bowel lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---the anvil could not be firmly attached, so the device was not fired. When the device was fired, what was the location of the indicator within the gap setting scale? ---the device was not fired. Was buttressing material utilized? If so, which product? ---no information. Is there any other additional information you would like to share about this device, procedure, patient or physician? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. What are the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.